Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Expiration date: unknown as product lot number was not provided. Lot number: unknown, as information was not provided. UDI number: a complete UDI # is unknown as product lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device. (B)(6). Device manufacture date: unknown, as the lot number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol), model zcb00 did not get injected into the patient's eye smoothly. The doctor made a 2.2 mm incision but struggled to insert the 1mtec30 cartridge through the wound. The lens got caught/stuck in the wound and had to be removed. The doctor then had to make the incision bigger and asked nurse to open a new lens for implanting. It was indicated that the hospital routinely uses johnson & johnson surgical vision¿s (jjsv) cartridges and injectors for the jjsv lenses; however, they did not record the lot number of the cartridge. No further information was provided.

Manufacturer narrative:
Device evaluation: the complaint sample was not returned to the manufacturing site; therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing records review: manufacturing record review cannot be performed since the lot number is unknown. The complaint history search could not be performed since lot number is unknown. Conclusion: since the device was not returned, the complaint issue reported could not be verified and product deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.